Event description:
The customer obtained positively biased quality control results using vitros amon slides on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No patient results were affected and there were no allegations of harm. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The customer was aware that the vitros 5, 1 chemistry system user guide stated that ammonia based cleaners were not to be used on or near the analyzer. The customer's investigation determined that the laboratory floors had been cleaned with an ammonia based cleaner. Ocd field service investigated, cleaning the microslide incubator and replacing the incubator evaporation caps. The service activity returned the vitros 5, 1 to expected operation. The root cause of the positively biased amon results is user error.